Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective servo module (inspiratory valve). In consequence (correction) msp hamilton-g5 inspiration valve with part number 10082605 was replaced. There was no patient or user harm.

Event description:
Hamilton medical ag received the following incident description from partner: "alarm: tf9907, tf5509.replace servo module g5,the problem solved. "

Event description:
Hamilton medical ag received the following incident description from partner: "alarm: tf9907, tf5509.replace servo module g5,the problem solved. "

Manufacturer narrative:
Incident did not occur during ventilation, no patient was involved. Log files of the device was analyzed. Technical faults (tf) indicate that the servo (inspiratory) valve is not functioning correctly. Servo valve was replaced.